Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The device was confirmed to be leaking fluid during device evaluation by a manufacturer repair technician. Causes for fluid leaks included non-recommended or improper cleaning procedures.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.